Event description:
Healthcare professional reported a left side "rupture, and textured implant" confirmed via CT and MRI. Healthcare professional later reported "hole, non-specific," and "hole on patch side." Healthcare professional additionally reported "trace amount of simple fluid noted within the capsule." Patient undergone partial capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as surgical damage and unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b6, d4, d6a, d9, e1, h3, h4, h6.

Event description:
Healthcare professional reported a left side "rupture, and textured implant" confirmed via CT and MRI. Healthcare professional later reported "hole, non-specific," and "hole on patch side." Healthcare professional additionally reported "trace amount of simple fluid noted within the capsule." Patient undergone partial capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure, seroma-late.